Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported experiencing elevated blood glucose (value not provided) since (B)(6) 2011. He stated that the adhesive of the infusion set headset becomes wet after bolusing and insulin flows out. He changes the infusion set and boluses through the infusion device to lower his blood glucose. His normal blood glucose range is 120-130 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced. The alleged product was discarded. No product will be returned for eval.